Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that when the protective sheath was pulled from the xience alpine stent delivery system (sds) there was resistance and the distal end of the stent remained in the protective sheath. The stent implant became stretched and dislodged from the balloon. The distal end of the protective sheath appeared to be small in diameter. Another xience alpine was used to complete the procedure successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. Unique device identifier (UDI): (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.